Manufacturer narrative:
Device passed sleep current measurement and active current measurement. Device trace download analysis confirmed the device alarmed power error. The power management tool confirmed power error due to non-sleep anomaly software error. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they were experiencing a power error detected alarm for 3 days. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. They were given a series of steps to perform after the call ends to resolve the issue. The customer was offered an insulin pump replacement and they accepted. The device will be returned for analysis.